Event description:
The customer reported to baxter corporate product surveillance of a clearlink extension set that was found with holes in it. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Event description:
It was reported that during a laparoscopic urological procedure the cartridge came off of the device easily inside the patient's body. The event occurred before firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with a white reload partially loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The reload did not fell out. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.